Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was replaced. It was also noted that there were errors in the software updates, as a result software was reloaded. (B)(4).

Event description:
It was reported that the programmer was not able to interrogate pacemakers and the problem was intermittent. The radiofrequency (rf) head was checked with a different programmer and was found to be working ok so the problem was determined to be with the programmer. The programmer was returned for servicing. No patient complications have been reported as a result of this event.